Event description:
It was intended to use an endeavor sprint 2.75 x 30 mm rx drug eluting stent to treat a 30 mm lesion in the lad vessel. No abnormalities were noted during preparation of the endeavor sprint device. The vessel was reported as having excessive tortuosity and severe calcification. The lesion was pre-dilated with a 20 x 20 mm sprinter balloon at 14 atm for 2 inflations. During advancement of the device, vessel resistance was noted. It was reported that the lesion was very calcified and the stent couldn¿t pass through the lesion. Difficulties were encountered during attempted withdrawal and the shaft of the stent became broken. A snare was then used to remove the stent from the patient. Another stent was used to successfully complete the procedure. No further reported patient complications.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was severely bunched and deformed. The balloon and distal shaft were severely bunched and deformed extending 8.0cm proximal to the distal tip. The transition shaft had detached immediately proximal to the guidewire entry port. The material was necked and jagged at the detachment site.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent, stent deformation). Deformation problem. (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (target vessel exhibited excessive tortuosity and severe calcification). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: device failure related to patient condition (target vessel exhibited excessive tortuosity and severe calcification). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).